Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following a procedure to explant and replace the patient's lead, (reference MFR. Report#: 3006705815-2017-07329 and 3006705815-2017-07330). The patient's ipg became inoperable. Consequently, the ipg was explanted and replaced. Effective therapy resumed following the procedure.